Event description:
Pt with history of b-cell acute lymphoblastic leukemia in first remission received a bone marrow transplant from a 6/6 hla matched unrelated donor. Pt was diagnosed with grade ii graft-versus-host disease of the skin and gi. Three mos later, pt was experiencing a flare of gvhd involving the liver and hyperacute gvhd of the lungs, along with progressing infectious diseases. When pt experienced a seizure and was admitted to the hosp, pt received multiple empiric antimicrobial therapy and CT scans. The brain MRI was suggestive of vasculitis or viral infection topic to brain. Pt had worsening cardiovascular function and on day 2 of hosp stay suffered a full cardiac arrest from which they did recover a spontaneous rhythm. Parents requested a no code status and pt died. Autopsy showed disseminated adenovirus infection.